Manufacturer narrative:
Describe event or problem: updated. (B)(4).

Event description:
It was further reported the subject presented for transcatheter aortic valve replacement (tavr) preoperative evaluation. The subject was severely decompensated with minimal physical strength. The subject was noted to be fatigued and short of breath. The subject's symptoms worsened over the past few weeks due to heart failure from severe aortic stenosis. The subject was hemodynamically stable but had significant bilateral pleural effusions. The subject was treated with aggressive diuresis for congestive heart failure/fluid overload. The subject did not have much response to lasix and hemodynamics worsened slowly. The subject developed atrial fibrillation and was transferred to intensive care unit (ICU) for close monitoring. The subject developed signs of oliguria. Dialysis and balloon aorto valvuloplasty as a highly risky but potentially lifesaving procedure were discussed. The subject decided to pursue hospice at home. Amiodarone was converted to oral and atrial fibrillation reverted to normal sinus rhythm. The subject was discharged in tenuous but stable condition.

Manufacturer narrative:
(B)(4) device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(6) clinical study. It was reported that the subject died. In (B)(6) 2017, the subject was referred for cardiac catheterization. Target lesion #1 was located in the prox left circumflex artery (lcx) with 95% stenosis and was 10 mm long with reference vessel diameter of 3.00 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.00 x 12 mm study stent. Following post-dilatation, residual stenosis was 0%. The subject developed acute exacerbation of congestive heart failure (chf). The subject was treated with medication in response to the event. Two days later the subject was diagnosed with acute kidney injury. The subject was treated with medication in response to the event. Two days later the subject was discharged on dual antiplatelet therapy. Seven days post index procedure, the subject passed away at home. The cause of death is acute exacerbation of chf.